Event description:
Pt reported receiving an 09 (technical inspection due) alarm. She indicated that she did not receive the 8x (technical inspection alert) alarms which are displayed before the 09 (technical inspection due) alarm. Pt did not report any physiological effects associated with this issue. No medical assistance was reported. Product was requested to be returned for eval.